Manufacturer narrative:
Returned samples from the customer. Two (2 bottles) were sent to manufacturer today, (B)(4) 2010. A follow up report will be submitted to FDA after the investigation is done.

Event description:
Customer informed that she had experienced itching and skin redness after using lifestyle's excite gel. She stated that she did not need medical attention; however, she was able to speak with a health care provider over the phone, who suggested applying hydrocortisone cream to the area.